Event description:
It was reported that the pt experienced a flipped pump. No symptoms, tests, or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).